Event description:
Baxter reported 1 incident of the clamp not shutting off the flow of solution when in the closed position. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.